Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of breast pain is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, pain, bubbling and hardening of the nipple.

Event description:
Healthcare professional reported ¿rupture and exchange¿. Later patient reported ¿severe pain¿, ¿hardening of the nipple¿, ¿bubbling¿, ¿scar tissue¿ and ¿blue and yellow discharge¿. This record is for the right side. Device was explanted and replaced. Device was discarded. Patient was treated with an antibiotic washout.